Manufacturer narrative:
On (B)(6) 2021, the customer was hospitalized for low bg¿s. Possible over delivery anomaly noted. Device was received with energizer alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0874 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window and a scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Device passed the functional testing. Unable to confirm alleged low bg's. The customer alleged possible over delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 21 mg/dl and current blood glucose value was 169 mg/dl. Customer reported that they alleged insulin pump was over delivering. Customer was in car accident due to low blood glucose and hospitalized. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported the drive support cap was normal. Customer treated with food, glucose and carbohydrate. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
Device was received with (B)(6) alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0874 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window and a scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).